Manufacturer narrative:
(B)(4). Patient identifier is (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a xenform soft tissue repair matrix on (B)(6) 2015. According to the complainant, the patient experienced a recurrent urinary tract infection. She was treated with macrobid and is recovering.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a xenform soft tissue repair matrix on (B)(6) 2015. According to the complainant, the patient experienced a recurrent urinary tract infection. She was treated with macrobid and is recovering. Additional information received on october 8, 2018. The event of recurrent urinary tract infection which presented on (B)(6) 2016 was treated with ertapenem in addition to macrobid. On (B)(6) 2016, the patient experienced a lower urinary tract infection. She was treated with levoquin and ciprofloxacin and the event resolved on (B)(6) 2016.

Manufacturer narrative:
The event of lower urinary tract infection presented on (B)(6) 2016 for this patient was previously reported under MFR report#3005099803-2016-00489. Any new event information will be sent under MFR report.

Manufacturer narrative:
Patient identifier is (B)(6). The following problem codes capture the following reportable events: 2120 - urinary tract infection and 2119 - urinary retention. Study name: u9920 xenform a/a postmarket. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The complaint device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a xenform soft tissue repair matrix on (B)(6) 2015. According to the complainant, the patient experienced a recurrent urinary tract infection. She was treated with macrobid and is recovering. Additional information received on october 8, 2018. The event of recurrent urinary tract infection which presented on (B)(6) 2016 was treated with ertapenem in addition to macrobid. On (B)(6) 2016, the patient experienced a lower urinary tract infection. She was treated with levoquin and ciprofloxacin and the event resolved on (B)(6) 2016. Additional information received on december 3, 2018. On (B)(6) 2018, the patient experienced worsening difficulty emptying bladder. No action was taken and the event has not yet resolved. The event was assessed as mild in severity, not pelvic floor related, possibly related to the procedure, and not related to the device.

Manufacturer narrative:
Block a1: patient identifier is (B)(6). Blocks f10 and h6: the patient code 2120 captures the reportable event of urinary tract infection. Block g3: study name: (B)(4) xenform a/a postmarket. Block h6: conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: block d6 updated to provide the implant date.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a xenform soft tissue repair matrix on (B)(6) 2015. According to the complainant, the patient experienced a recurrent urinary tract infection. She was treated with macrobid and is recovering. Additional information received on october 8, 2018. The event of recurrent urinary tract infection which presented on (B)(6) 2016 was treated with ertapenem in addition to macrobid. On (B)(6) 2016, the patient experienced a lower urinary tract infection. She was treated with levoquin and ciprofloxacin and the event resolved on (B)(6) 2016. Additional information received on december 3, 2018. On (B)(6) 2018, the patient experienced worsening difficulty emptying bladder. No action was taken and the event has not yet resolved. The event was assessed as mild in severity, not pelvic floor related, possibly related to the procedure, and not related to the device. Additional information received on may 17, 2019. The event of difficulty emptying bladder on (B)(6) 2018 was reported to bsc in error. There was no issue of urinary retention concerning this patient; therefore, the event has been inactivated.